Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, the generator does not coagulate according to the selected power. The transductor was changed but the same problem occurred again. Operative time was delayed by ten minutes. A ligasure device was used to complete the procedure. The pt is in good condition.